Event description:
It was reported that the patient presented to the clinic experiencing presyncopal symptoms. The pulse generator exhibited noise. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.